Manufacturer narrative:
The product information was not provided, so the manufacture date could not be determined.

Event description:
The customer received a blood glucose reading of 351mg/dl on the breeze2, re-tested on the contour next ez and the reading was 89mg/dl. On a separate occasion the breeze 2 read 330mg/dl and contour next ez read 89mg/dl again. The differences between the readings fall in the "d" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The call ended before further information could be obtained. Product was not replaced.

Manufacturer narrative:
Contour next test strips (d1) were returned for evaluation. Strip information was not provided in the initial report.lot#4cfec53, exp date 03/31/2016, manufacture date - 03/01/2014; 510k# 111268.